Event description:
It was reported that the foley catheter balloon would not inflate and patient need replacement for the defective urine bags which reported couple of months ago.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon would not inflate and patient need replacement for the defective urine bags which reported couple of months ago. Per additional information received via sample form on 21dec2021, stated that the foley was inserted but would not inflate. It was removed from the patient and new foley inserted.

Manufacturer narrative:
The reported event is confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "exposure to petrolatum based lubricant or other degrading materials". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.